Event description:
It was reported that the device had atrial pacing blanking the peak of the premature ventricular contraction (pvc) resulting in post-sensed t wave over-sensing. All episodes occurred during the night during rest rate. Programming change was made. There were no adverse health consequences, the patient was stable.